Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that there was pocket erosion. The device was explanted and replaced, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.